Event description:
It was reported that the ventricular pace/sense lead was repositioned due to "malposition." The lead remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.